Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the eifu deviation contributed to the reported difficulties. The electronic proglide instructions for use eifu also states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The eifu deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a prostyle device after an ablation procedure using an 8.5f sheath. Reportedly, the knot got caught in the way to the vessel and failed to achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). (B)(4).